Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, when performing endoscopic sphincterotomy (est), "the tooth turned to the 13 o'clock direction". The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. However, this event may imply that the cutting wire orientation is incorrect.